Manufacturer narrative:
Event date was estimated as no event date was reported.

Event description:
It was reported that the device became stuck in the artery. The opticross imaging catheter was advanced for a post stent run. The device got stuck in the artery and a non-boston scientific guide extension catheter was advanced and nitro given. The opticross was removed without patient complications and the procedure was completed successfully.